Event description:
It was reported to the manufacturer by the FDA medwatch 3500a, per the medwatch form and discussion with the facility, the dolphin mattress is bottoming out. The patient is feeling the bed frame. The patient had bed sores on the lower back and both hips that got worse with the use of the dolphin mattress and control unit. The dolphin mattress and control unit were exchanged at the facility for another mattress. Complaint #(B)(4) were entered into our system to have the control unit returned to joerns for investigation. As of this writing, the control unit has not been returned.